Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. On the event date, the pt underwent a primary left l4-l5 spinal root decompression. The pt presented with leg pain. The investigator noted the event as moderate in intensity. No treatment was prescribed by the physician as the pt could not be re-operated on due to lung cancer. It was reported continuing without treatment by the investigator and the pt was last seen by the physician in 2000. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted a possible explanation for the event as the lines being treated.